Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that the tubing was cut and was missing the valve and top-segment of the y-site. A piece of tubing was found inside the y-site. It was also noted that there was no trace of solvent at the y-site which would have caused the separation between the tubing and y-site. The reported condition was verified. The cause of the reported condition was an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal y-site of a clearlink system continu-flo solution set was broken which resulted in medication leakage. This event occurred during patient infusion of norepinephrine. There was no patient injury or medical intervention associated with this event. No additional information is available.